Event description:
It was reported that a patient was unable to feel stimulation after swiping her magnet. Upon device interrogation, the physician received a warning of high lead impedance and low output on the device. The patient was referred for revision surgery. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Full revision surgery occurred. The explant facility does not return devices per policy.